Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had cosmetic damage and o ring and the clear ring pops off all of the time. Customer's blood glucose level was unknown. Customer did not had the insulin pump with at the time of the call. Customer was informed that we would need to troubleshooting for the damage on the insulin pump. Customer was advised to call back when he had the insulin pump with him so that we can complete the troubleshooting for insulin pump. Customer also mentioned that they were experiencing bent cannula with the infusion sets. No further assistance required. Device will not be returned for analysis.